Manufacturer narrative:
Additional information d9, g3, g6, h2, h3, h6. Functional testing confirmed a leak in the hemostasis valve. The cap was removed from the hemostasis hub and the hemostasis seal was microscopically inspected. Tearing was noted in the side wall of the seal. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The IFU states: do not remove dilator or catheter rapidly. Damage to the valve may occur, potentially compromising hemostasis.

Event description:
It was noted during a pfa procedure, while using an agilis nxt 13fr introducer, that air was aspirated. While inserting the farawave catheter (boston scientific) into the agilis nxt 13 fr sheath in the la, air was observed in the syringe when aspirating. The farawave catheter (boston scientific) was inspected and found to have no defects. The catheter was reinserted with the same result. The introducer was removed from the la and a new agilis nxt 13fr introducer was inserted, resolving the issue. The case was successfully completed with no adverse consequences to the patient.